Manufacturer narrative:
(B)(4). (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps were cracked and leaked iodine. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were not in their original packaging and the original packaging was not present. A fracture was identified in both samples. The reported condition was verified. An assignable cause could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.